Event description:
The reporter stated that the cuff on the device would not deflate. The patient was taken to the ER wher the tube was removed by a therapist. No injury to the patient.

Manufacturer narrative:
The customer indicated that samples would be returned for evaluation; however, they have not been received. Without the returned unit, the exact cause can not be determined. Since the lot number was unk, the device history record could not be reviewed. Review of the complant database for the previous 12 months indicates that this is the only reported issue of this type for this product line. Smiths is unable to confirm or determine the actual cause of this incident without benefit of returned product. An additional report will be submitted should information become available that impacts the outcome of simiths' investigation.